Event description:
It was reported that the pt, who is bilaterally implanted, presented to the clinic for activation of the right sided device. Upon carrying out a check on the left side, a status of hi was seen for all electrode channels. Behavioral testing revealed no response to sound on the left side. There is no known trauma to the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.